Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater leak test and a functional leak test revealed flow obstruction in the assembly between the injection site and the tubing. The reported condition was verified. The cause of the condition was determined to be excess solvent applies during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access solution administration set would not prime due to blockage. There was no patient involvement. No additional information is available.